Manufacturer narrative:
Evaluation -a lens serial work order search was performed for similar complaints within the search and there were no similar complaints. Conclusions - at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a patient is to measure white-to-white and anterior chamber depth and through correlative algorithm predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If predicted length is too long, the result may be an excessive vault.

Event description:
The reporter stated that the surgeon inserted a visian icl (implantable collamer lens model micl 13.2mm in 2007 and had to explant the lens the next day due to an increase in the patient's intraocular pressure to 35 mmhg. The surgeon first gave the patient iop lowering medications, but the chamber was very shallow and the pressure remained high, the patient's pupil was dilated and the icl was beginning to vault excessively. The surgeon was afraid to burp the wound for fear of any iris prolapse. The surgeon then created a third pi, but the condition remained the same. Patient was sent to a vitreo-retinal specialist in the morning where a diagnosis of aqueous misdirection was made so an anterior vitrectomy was performed. After the vitrectomy, the icl vault was normal and the chamber became deep. The patient's iop also went down, but the pupils remained dilated. The excessive vaulting, increased iop and shallow chamber were all secondary to the aqueous misdirection therefore, after the vitrectomy, everything went back to normal, however, a cataract formation was noted after the vitrectomy and the surgeon needed to remove the lens and perform a lensectomy with iol implantation. Patient's vision at this point is 20/50, with pupil still dilated.